Event description:
Event description cpi rec'd info that this implantable cardioverter defibrillator (ICD) was found in back-up mode during a routine follow-up appointment. The pt recalls being near a theft detector sys but had not lingered near it.